Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: enrique perez-cuadrado-robles , hadrien alric , ali aidibi , michiel bronswijk , giuseppe vanella ,claire gallois, hedi benosman ,emilia ragot , claire rives-lange , gabriel rahmi and christophe cellier. (2022). Eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placemen. Cancers 2022, mdpi journal of cancers 14, 5516. Https://doi.org/10.3390/cancers14225516. Block h6: impact code f02 captures the reportable event of death. Patient code e1006 captures bowel perforation. Device code a010402 captures stent migration.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement, by enrique perez-cuadrado robles, et al. Per the article, between january 2020 and september 2022, axios stent and electrocautery enhanced delivery system 20x10 mm, lumen-apposing metal stents were implanted. 28 patients underwent an endoscopic ultrasound-guided gastroenterostomy (eus ge) for malignant gastric outlet obstruction (goo) during the study period. All procedures were performed under general anesthesia and no stent dilation was performed during the baseline procedures. Eus guidance was used for the placement of the stents (distal and proximal flanges). An anticholinergic agent was also used to reduce motility and facilitate stent insertions. Technical success was defined as the successful placement of the axios stent with the creation of an anastomosis between the stomach and the duodenal or jejunal lumen below the malignant stricture. An adverse event occurred for one patient with who underwent a successful eus-ge, confirmed by a CT scan, the patient presented 12 days later with colonic perforation and gastro-colonic anastomosis. The gastro-colonic anastomosis was probably caused by perforation and crossing of the left colon while performing the gastrojejunostomy. This resulted in delayed migration of the stent in the colon lumen and the death of the patient. It was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction (goo) consequent to a duodenal malignancy. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastric outlet obstruction (goo).

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement, by enrique perez-cuadrado robles, et al. Per the article, between january 2020 and september 2022, axios stent and electrocautery enhanced delivery system 20x10 mm, lumen-apposing metal stents were implanted. 28 patients underwent an endoscopic ultrasound-guided gastroenterostomy (eus ge) for malignant gastric outlet obstruction (goo) during the study period. All procedures were performed under general anesthesia and no stent dilation was performed during the baseline procedures. Eus guidance was used for the placement of the stents (distal and proximal flanges). An anticholinergic agent was also used to reduce motility and facilitate stent insertions. Technical success was defined as the successful placement of the axios stent with the creation of an anastomosis between the stomach and the duodenal or jejunal lumen below the malignant stricture. An adverse event occurred for one patient with who underwent a successful eus-ge, confirmed by a CT scan, the patient presented 12 days later with colonic perforation and gastro-colonic anastomosis. The gastro-colonic anastomosis was probably caused by perforation and crossing of the left colon while performing the gastrojejunostomy. This resulted in delayed migration of the stent in the colon lumen and the death of the patient. It was reported that the axios stent was intended to be placed to treat a gastric outlet obstruction (goo) consequent to a duodenal malignancy. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement for gastric outlet obstruction (goo). Additional information: on (B)(6) 2021, the 20x10mm axios stent was implanted. The procedure went well and the stent was perfectly placed in the gastrojejunal anastomosis. On (B)(6) 2021, it was observed that there was a remote migration of the stent into the left colon, likely due to the progression of the patient's oncological disease and the fragility of the jejunal loops and the treitz angle which was obstructed by the tumor. On (B)(6) 2021, the patient passed away due to natural causes.

Manufacturer narrative:
Block b3: approximated based on the month and year the first procedures were performed. Block b5 has been updated with the additional information received on october 19, 2023. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: enrique perez-cuadrado-robles , hadrien alric , ali aidibi , michiel bronswijk , giuseppe vanella ,claire gallois, hedi benosman ,emilia ragot , claire rives-lange , gabriel rahmi and christophe cellier. (2022). Eus-guided gastroenterostomy in malignant gastric outlet obstruction: a comparative study between first- and second-line approaches after enteral stent placement. Cancers 2022, mdpi journal of cancers 14, 5516. Https://doi.org/10.3390/cancers14225516. Block h6: impact code f02 captures the reportable event of death. Patient code e1006 captures bowel perforation. Device code a010402 captures stent migration.